Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, device code(s), type of investigation, investigation findings, investigation conclusions). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including history of coronary artery bypass graft (CABG). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a valve was explanted after an implant duration of 2 years, 6 months due to pannus, severe degeneration, and high gradients. The explanted device was replaced with a 25mm 11500a valve. Per medical records, the patient presented with heart failure nyha class ii, tee, showed high gradients through the aortic bioprosthesis, also present in previous studies, these findings require clinical correlation. Peak velocity 3.89 m/s, pg 61 mmhg, mg 32 mmhg, eoa by doppler 0.81 cm2, indexed eoa (eoai) 0.42 cm2/m2, velocity ratio 0.32, and dvi 0.39. The patient underwent a redo avr, intraoperatively the aortic valve was degenerated with a big pannus underneath it. The valve was resected and a 25mm 11500a valve was implanted using nonpledgeted sutures. Tee showed excellent valve function. The patient was transferred to the ICU in stable condition. On pod #5, echo showed aortic valve with no evidence of pvl or transvalvular regurgitation. On pod #6, the patient was discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 11500a inspiris valve was explanted after an implant duration of 2 years, 6 months due to unknown reason. The explanted device was replaced with a 25mm 11500a inspiris valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (type of investigation). H3: product evaluation: customer reports of pannus and degeneration were confirmed through observed calcification and host tissue overgrowth. Report of high gradients was unable to be confirmed through visual observations. The x-ray demonstrated wireform intact and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated minimal calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at inflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 4mm at commissure 1 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Sewing ring was cut in multiple areas around the valve and exposed the metal band. H11: corrected data: a4, h6 (device code(s)).

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a valve was explanted after an implant duration of 2 years, 6 months due to moderate pannus, degeneration, minimal calcification, and high gradients. The explanted device was replaced with a 25mm 11500a valve. Per medical records, the patient presented with heart failure nyha class ii, tee, showed high gradients through the aortic bioprosthesis, also present in previous studies, these findings require clinical correlation. Peak velocity 3.89 m/s, pg 61 mmhg, mg 32 mmhg, eoa by doppler 0.81 cm2, indexed eoa (eoai) 0.42 cm2/m2, velocity ratio 0.32, and dvi 0.39. The patient underwent a redo avr, intraoperatively the aortic valve was degenerated with a big pannus underneath it. The valve was resected and a 25mm 11500a valve was implanted using nonpledgeted sutures. Tee showed excellent valve function. The patient was transferred to the ICU in stable condition. On pod #5, echo showed aortic valve with no evidence of pvl or transvalvular regurgitation. On pod #6, the patient was discharged home.